Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for system extraction due to unrelated reasons. The pulse generator was used as an external temporary pacemaker. Upon interrogation, the device exhibited high impedance and loss of output. The device was reprogrammed and resumed normal functions. The device was then explanted and replaced. The patient was in stable condition throughout the event and would continue to be monitored.